Event description:
Received a call from an x-ray technician on behalf of physician reporting a pt, who received a shot of hyalgan (sodium hyaluronate) in may 2001. The pt subsequently developed fever 3 days later prompting admission to the hospital the next day for sepsis. A bone scan was done, which was negative. Five days later pt expired. The lot number was requested but not known. No further info is available at this time. Follow-up info received via voice message 29 may 2001: physician stated the autopsy was conducted showing that the pt's sepsis, fever and death were not related to the injection of hyalgan. The knee where the hyalgan was received was fine. Corrective treatment: not reported.